Event description:
Boston scientific received information that during a normal device change out procedure, the terminal end of this right atrial (ra) lead became stuck in the header of this implantable cardioverter defibrillator (ICD). When attempting to remove the ra lead, the terminal pin pulled apart from the lead body. The lead was surgically abandoned and the device was successfully explanted. No adverse patient effects were reported.

Manufacturer narrative:
A new ra lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.